Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2020; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving prialt (15 mcg/ml, 2 mcg/day) via an implantable pump for an unknown indication of use. It was reported that the patient was having diminished pain relief. It was suspected that the catheter had a leak proximal to the pump. This was confirmed when the pocket was opened. The catheter was successfully replaced. The cause of the leak remains undetermined. The issue was resolved at the time of this report. The patient's medical history was asked but not available. The patient was alive with no injury at the time of this report.